Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to replace the implantable pulse generator (ipg) due to battery being empty. Despite good faith efforts, boston scientific has been unable to obtain additional information regarding the event, patient outcome, or device return status.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to replace the implantable pulse generator (ipg) due to battery being empty. Despite good faith efforts, boston scientific has been unable to obtain additional information regarding the event, patient outcome, or device return status. Additional information was received indicating the reason for the ipg explant was due to normal end of battery life as the elective replacement indicator (eri) mode was reached shortly before the explant procedure. There was no malfunction alleged against the device. The explanted device was disposed of at the hospital. There was nothing wrong with the device, so they did not return it to bsc.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to replace the implantable pulse generator (ipg) due to battery being empty. Despite good faith efforts, boston scientific has been unable to obtain additional information regarding the event, patient outcome, or device return status. Additional information was received indicating the reason for the ipg explant was due to normal end of battery life as the elective replacement indicator (eri) mode was reached shortly before the explant procedure. There was no malfunction alleged against the device. The explanted device was disposed of at the hospital. There was nothing wrong with the device, so they did not return it to bsc. Additional information was received indicating the implant date and serial number of the ipg. The patient was also reported as doing well post-operatively.